Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and instructed them to call back if the malfunction code recurred. The customer acknowledged and understood the instructions, and continued using the pump without further issues.